Manufacturer narrative:
The full patient identifier for this case is (B)(6). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. The hstni (access high sensitivity troponin I) reagent was not returned for evaluation. System performance indicators were passing within specifications at the time of the event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2022 the customer reported obtaining questioned elevated troponin I (access high sensitivity troponin I, part number b52699 and lot number 125376) results were generated on the customer's dxi (dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4)) for one patient. The original troponin I result of 54.5 pg/ml was reported to the clinician who prescribed medication (medication name and dose not provided; attempt was made to obtain this information but the customer was unable to provide the information). The patient was redrawn on (B)(6) 2022 and tested using the troponin I assay; a result of 1.6 pg/ml was obtained. It is unknown whether the medication provided was discontinued when the new troponin I results were obtained. The customer reported a change to patient management which occurred in connection with this event. The customer reported the patient was prescribed medication (medication name and dose not provided). Details of the cardiac work up were requested by beckman coulter but were not provided. System performance indicators such as system check and calibration were passing within specifications at the time of the event. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. Sample collection, processing and handling information was not provided for review.